Event description:
The customer obtained (B)(6) vitros hbsag and vitros ahbc results from two different patient samples while using the vitros eciq immunodiagnostic system. Patient 1, sample 2 results: vitros hbsag lot 2640 (B)(6) vs. An expected (B)(6) result (B)(6); vitros hbsag lot 2650 (B)(6) vs. An expected (B)(6); patient 2 sample results: vitros hbsag= (B)(6) vs. An expected (B)(6); vitros ahbc= (B)(6) vs. An expected (B)(6). The (B)(6) results for patient 1, sample 2 were not reported out of the laboratory. The (B)(6) results for patient 2 were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer repeated the patient 2 sample due to patient history and the retest result was considered to be the true result. A corrected report was issued for patient 2. There was no report of patient harm as a result of this event for both patients 1 and 2. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 31734409, 31734421 & 31736339 / ivd 266063.

Manufacturer narrative:
The investigation confirmed that (B)(6) vitros hbsag and vitros ahbc results were obtained from two different patient samples while using the vitros eciq immunodiagnostic system. Patient 1, sample 2 investigation: the most likely assignable cause for the (B)(6) results predicted from patient 1, sample 2 is unknown, however, the possibility of a pre-analytical sample mix up or an unknown sample interferent cannot be ruled out. In addition, precision testing was not performed to rule out an analyzer or reagent issue. Patient 2 investigation: the most likely assignable cause for the (B)(6) results predicted from patient 2 was analyzer related. An ocd fe performed service actions to multiple subsystems of the eci analyzer, and acceptable precision test results were obtained following service.